Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital following respiratory arrest requiring intubation. Upon device interrogation, the patient's right ventricular lead exhibited loss of capture, undersensing and a drop in pacing impedance values. In addition, it was noted that the patient felt pain due to either phrenic nerve stimulation or muscle stimulation. A chest radiograph was performed on (B)(6) 2020 and lead dislodgement was confirmed. A short time later a computed tomography scan confirmed cardiac perforation. It was suspected that the lead dislodged due to patient non-compliance with post implant protocol which later perforated the patient's right ventricle. The lead was explanted and replaced on (B)(6) 2020. The patient's condition was stable after the procedure.

Manufacturer narrative:
Additional information: the reported events undersensing, low pacing impedance, and loss of capture were not confirmed. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.